Manufacturer narrative:
Pt age and gender were requested, but to date, have not been received. Date of event was requested but to date has not been provided. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
It was reported to arthrocare on (B)(6) 2011, that pt underwent a knee scope procedure using a super turbovac 90 wand with integrated cable arthrowand. Allegedly, the pt sustained a confirmed infection. No add'l info is available.